Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a patient was in the operating room for elective excision of left facial lesion. The provider was working through the patient's mouth to remove lesion. A bipolar forceps were being used for cautery. When the forceps were activated, they burned through the patient's lip. The site was contacted and they noted that the burn was 3rd degree. The patient required follow-up surgery to treat the burn. The patient is currently okay. Maude report# mw5057986.